Event description:
Healthcare professional reported "the port detached from the abdominal wall." The problem was first diagnosed when the patient began "losing a lot of weight." The port was removed and replaced.

Manufacturer narrative:
The access port connector associated with this report has not been returned. Connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant data was provided. No additional information has been reported to allergan regarding the serial number or the implant date.